Event description:
Pt with history of cardiac events presented with chest pains in ed. Blood sample was tested on I-stat ctni cartridge and gave 1.12 ng/ml result. Duplicate tests on the laboratory centaur gave < 0.1 ng/ml. The following day pt was administered a diagnostic catheterization without angioplasty or stent placement. No new cad was noted.